Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported discoloration is considered to be a symptom of vascular occlusion and therefore was not coded. Off label use of device was coded only for formal reasons. Injection of radiesse into the jawline is no approved indication for radiesse in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse into the jawline (off label use of device). During the radiesse injection, the patient experienced a vascular occlusion (reported as vo). She experienced discoloration at the time of the injection. Corrective treatment included immediate warm compress. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported discoloration is considered to be a symptom of vascular occlusion and therefore was not coded. Off label use of device was coded only for formal reasons. Injection of radiesse into the jawline is no approved indication for radiesse in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse into the jawline (off label use of device). During the radiesse injection, the patient experienced a vascular occlusion (reported as vo). She experienced discoloration at the time of the injection. Corrective treatment included immediate warm compress. The outcome of the event was unknown.